Manufacturer narrative:
(B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the right side of the unit got damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the right side of the comb was bent. The pretests could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the right side of the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the right side of the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that right side of the unit got damaged. There were no harm or delay reported. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent.